Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they needed help on their ins again. Patient said they were feeling stimulation in their left leg all the time even in bed when it was supposed to be stimulating their back and both legs. Patient mentioned they had a mdt rep asked name unknown agreed to come out to their pain management doctor's office but they did not show up and they said there was no record of the patient having an appointment for them to go out there. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number. When asked for event date patient did not respond with an estimate they just mentioned it had been going on. Patient also mentioned they have an appointment with their doctor this coming friday. Agent offered to have the groups adjusted but patient wanted device reprogrammed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.